Event description:
The drug in the pump was lioresal (baclofen injection mdt).

Manufacturer narrative:
Catheter: model# 8711, lot# j11447r51, implanted: (B)(6) 2003, explanted: unk.

Event description:
It was reported the healthcare professional (hcp) planned to aspirate via the cap but was not going to inject dye. The hcp aspirated 2 ml from the cap without difficulty; he then pushed it back in. By pushing the aspirate back in, the hcp administered a bolus. Then the hcp aspirated 4 ml from the cap and primed the entire catheter (volume of 0.229 ml). It was later reported an 8540 cap kit was used for the side port aspiration reported above. A nurse checked on the patient the next day and the patient "felt fine". It was noted, however, that the patient experienced a fall "while getting out of bed early in the morning and mother reported he recently got a new bed which was higher".